Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient. The reported event could not be confirmed and a definitive event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion treatment for a cerebral aneurysm. The vessel was moderately tortuous. It was reported that at deployment, the pipeline flex did not open on the proximal end. Balloon angioplasty was used to open the device. The patient is reportedly fine. There was no report of injury.

Event description:
Medtronic received additional event information: the patient was undergoing treatment for an unruptured, saccular aneurysm in the right paraclinoid internal carotid artery (ica). The landing zone artery size was 3.3mm distal and 3.8mm proximal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.